Event description:
It was reported that during a lap cholecystectomy procedure, the last clip was stuck on the tissue. The device did not open after firing. They pulled at the device and the tissue was broken, without any consequence for the pt. Another device was was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.